Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode. A technical service consultant advised that the device requires replacement in the near future. The device remains implanted. No adverse patient effects were reported.